Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the cadd solis hpca pump alarmed occlusion upstream, even though it had been primed (many occlusion alarms through the priming) however, was cleared, and the pump was infusing but sometime during the infusion developed another upstream occlusion. The issue occurred multiple times. The occurrence of this alarm during use could interrupt therapy and impact the delivery of medication to the patient. There was patient involvement, and no patient harm reported but a delay in pain relief.